Event description:
It was reported that visible air occurred. During a pulmonary vein isolation procedure, a faradrive sheath was selected. During the procedure, the sheath was inserted into the body, the dilator and wire were removed, and air aspiration was performed before inserting the farawave catheter, but air was noted repeatedly, and air was constantly drawn in inside the sheath. It was noted in the flush luer lumen during air aspiration using a syringe; therefore, it was replaced, and after replacement and air aspiration, no air was noted and the procedure was completed. It is reported that the physician was using a non-boston scientific catheter when the air was observed. There were no patient complications.